Event description:
Customer reported an over infusion of 25% albumin. Although the syringe control drive did not move, the fluid in the syringe emptied into the ECMO circuit. There was no pt harm or medical intervention. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up reported will be submitted with investigation results once the evaluation has been completed.